Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 355 mg/dl. Additionally, it was reported that resistance was experienced during the fill process. Both a syringe needle change and cartridge change were performed resolving both issues.